Manufacturer narrative:
The device was received by anspach. The device was evaluated and the reported condition was not confirmed. The device exhibited damaged to the post of the neuro tip that was consistent with a cutter coming into contact with the post, which is indicative of the application of excessive force during use. If additional information is received, a supplemental report will be sent.

Event description:
The report received from (B)(6) stating that the device was "heating up." The device was not being used in surgery. There was no reported pt or user injuries. The date of the event is unk. There was no additional information provided.